Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a standard bilateral scarf osteotomy procedure, the tip of the driver fractured off into the patient while the surgeon was tightening the screw. A thirty (30) min delay occurred to remove the fractured pieces from the patient and to re-insert the screw. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A review of complaint history identified a design issue which has been addressed. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.